Manufacturer narrative:
(B)(4). Investigation results: one flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that there was no exposed glass fiber tip remaining. Examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip detached. The fiber was damaged at the distal end which was evident by the charring under the jacketing at the distal end. There was no damage to the fiber face within the sma connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser. As a result of the damaged tip, the aiming beam was bright, clear and scattered with effective transmission of 74.6%. The condition of the returned device confirmed the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on august 29, 2017 that a flexiva 200 tractip laser fiber was use during a ureteroscopy procedure in the ureter performed on (B)(6) 2017. Reportedly, the laser unit used was a 60 watt laser with laser settings of 0.5 joules and 20 hertz. According to the complainant, during the procedure and inside the patient, the laser fiber stopped firing after 2 minutes of use. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber tip detached and misfired.